Event description:
'It is alleged that the patient received a cook celect filter on (B)(6) 2010. Alleged fractured, pain and unable to retrieve." Per a report from CT (computed tomography), "ivc filter present. Several the limbs appear to extend beyond the confines of the wall, including a posteriorly directed fractured leg extending into the substance of the l4 vertebral body (sagittal image 77)." "Filter still appears well approximated. Filter struts appear to have completely integrated into the wall of the ivc. Malfunctioning ivc filter. One of the posterior struts does appear to have broke and lodged in the vertebral body, but removing this would require an exploratory laparotomy and extensive mobilization of the aorta and ivc. I do not advise this at this time. [The patient] also does not desire this. Also, given the elapsed time from filter implantation to now, removal of the filter would have a high risk of damage to the wall of the ivc. I have advised [the patient] to allow the filter to remain in place. [The patient] agrees." Per a report from CT, "no significant ivc filter tilt. Note that multiple ivc filter legs protrude beyond the ivc wall, which may be associated with pain. One of the filter legs may have eroded into the duodenum (often asymptomatic)."